Event description:
The customer reported that while the iabp was in use with a patient, the iabp generated numerous blood leak detected alarms, and generated an autofill failure. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. We are following up to obtain additional information related to this event, including iabp evaluation results, and patient information. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).